Manufacturer narrative:
A product history record (phr) review of lot: 18509896 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 4f tempo 65cm multipurpose (mpa) diagnostic catheter detached within the vascular system during the procedure. Multiple attempts were made to retrieve the dislodged fragment; however, it was not possible to extract it. There was no reported patient injury. The physician informed the patient and a family member of the event. The intended procedure was a trans jugular liver biopsy. No contralateral approach was used. The vessel characteristics at the target site included no calcification, no tortuosity, no stenosis, an acute angle, and bifurcation. The vessel characteristics at the access site included no calcification, no tortuosity, no stenosis, an acute angle, and bifurcation. The device was pulled from the packaging by the hub and was torqued or steered by the hub. Through an amplatz wire and a 4 french diagnostic catheter, a 60 cm, 7 non-cordis trans jugular biopsy sheath was advanced into the right hepatic vein. The procedure was moderately difficult because of the stiffness of the system. There was inadvertent amputation of a 1 cm, 1.33 mm segment of the diagnostic catheter. The liver biopsy was completed using the 18-gauge, 2 cm trans jugular needle supplied with the system, and 5 cores were obtained with an adequate biopsy sample. The catheter did not become entrapped during the procedure. Multiple hepatic venograms were obtained, and attempts to remove or retrieve the broken catheter tip were unsuccessful despite multiple attempts including use of a 6 french vascular sheath deep within the liver, a 6 french coronary diagnostic catheter, and an amplatz snare. A procedural film is available for review. The device remains in situ.